Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Reporter non-healthcare professional. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect platinum (pt) inferior vena cava (ivc) filter on (B)(6) 2016, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation; the following allegations have been investigated: vena cava perforation, tilt, anxiety, worry, fear, limited activity, depression. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported anxiety, worry, fear, limited activity, depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right internal jugular vein due to recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges vena cava perforation and perforation abutting other organs. The patient further alleges multiple prongs perforated the inferior vena cava (ivc), one prong abuts the right psoas muscle, a second prong abuts the l3 prevertebral soft tissues, anxiety, worry, fear, limited activity, and depression. 04oct2020, per a report from computed tomography; ¿caval perforation: yes. 9 o¿clock 5.10 mm grade 3, strut extending to the edge of the right psoas muscle. 6 o¿clock 7.60 mm grade 3, strut extending to the l3 prevertebral soft tissues. Tilt: yes. Left-sided tilt measuring 13.38 degrees. Migration: no".